Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose. The customer's blood glucose was between 563mg/dl-570mg/dl. The customer was treated with syringes, in the hospital they were treated with IV drip and put pump in suspend. Customer felt nauseated, lips felt numb, blood pressure was low. Customer's current blood glucose was 342mg/dl. Customer was wearing the insulin pump at the time of hospitalization. The insulin pump passed high pressure test. Advised customer the insulin pump is working properly and if her blood glucose continues to rise contact her doctor. Advise to call us back if her blood glucose continues to rise contact her doctor.